Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by opening the aia-2000 application and port 5 configuration error was observed. While troubleshooting, the fse found that the keyspan usb port connection was not functioning. The fse disconnected the keyspan device and reconnected it to a different usb port, which resolved the issue. Fse repaired and validated the analyzer by successfully verifying that the data transmitted to the lis and quality control run without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the searched period. The most probable cause of the reported event was due to a failure of the original usb port connection on the keyspan device.

Event description:
A customer reported software error of the ¿aia-2000 controller started without the host computer and com: port already open¿ issues on the aia-2000 analyzer. The customer restarted the analyzer three times and rebooted the lis, but the error persists. The technical support specialist (tss) instructed the customer to ensure extra applications are not opened when the task manager is opened, and none were noted, the analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.